Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pain ("diverse pains/ pain worsened/pain was increasing"), back pain ("intense and constant lumbar pain/ constant back pain") and genital haemorrhage ("bleedings/ bleedings worsened") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and allergic reaction to analgesics. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), back pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("her condition worsened due to her allergy"), headache ("intense headaches which did not stop every time her menstrual period came"), drug hypersensitivity ("allergy to nsaid worsened (she is allergic to more of them than before)"), arthralgia ("joint pain") and dyspareunia ("pain to maintain sexual intercourse"). The patient was treated with tapentadol, celecoxib, fentanyl and lansoprazole. Essure treatment was not changed. At the time of the report, the pain, back pain, genital haemorrhage, hypersensitivity and headache outcome was unknown and the drug hypersensitivity, arthralgia and dyspareunia had not resolved. The reporter considered arthralgia, back pain, drug hypersensitivity, dyspareunia, genital haemorrhage, headache, hypersensitivity and pain to be related to essure. The reporter commented: essure was inserted without problems or any adverse events. Her "calvary" with several physician began, who told her that everything was fine, while pain was increasing, and her condition worsened due to her allergies. She informed physicians she was allergic to nonsteroidal anti-inflammatory drugs before essure insertion, however she is allergic to more of them than before, so it is hard to treat her pains for this reason. Currently she has achieved to be included on waiting list for essure removal. She commented that she was not advised about the adverse effects caused by the product. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 26sep2017 for the following meddra preferred terms: - pain: the analysis in the global safety database revealed 388 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 25-sep-2017: correction following company internal review: the previously reported initial receipt date from initial case (20-sep-2017) needed to be corrected to the 19-sep-2017. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.